Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) is complete. The reported problem (charger resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was contamination on the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse resulted from the contaminated charger/modem.

Event description:
A USA distributor contacted zoll to report that charger/modem sn (B)(4) was resetting.